Event description:
It was reported that balloon rupture occurred. A 2.0mm x 100mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, prior to cross the lesion, the balloon ruptured. No patient complications reported. It was further reported that the balloon ruptured before reaching nominal pressure. The procedure was completed with another of same device and the patient condition was fine.

Event description:
It was reported that balloon rupture occurred. A 2.0mm x 100mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, prior to cross the lesion, the balloon ruptured. No patient complications reported.

Event description:
It was reported that balloon rupture occurred. A 2.0mm x 100mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, prior to cross the lesion, the balloon ruptured. No patient complications reported. It was further reported that the balloon ruptured before reaching nominal pressure. The procedure was completed with another of same device and the patient condition was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling sl balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were pinholes at the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.